Event description:
The rptr indicated that the dr attempted to implant the device on the pt's right side, but due to anatomical constraints, it was unsuccessful. During withdrawal of the device, the dr did not peel away the introducer and both leads were damaged. The device will be returned for analysis.

Manufacturer narrative:
Analysis summary: the stretching of the coil proximal to this distal anode indicates that the lead was subjected to unusually high tensile forces. No mfg defects were noted.